Event description:
The customer reported that the system displayed a communication failure error message causing the system to hand and not fluoro. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuses were reseated and the voltages were adjusted on the dc distribution board. The system was then found to be operating as intended.